Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[the fault is described below: inspected unit and discovered faulty watchdog alarm. Replaced pcu battery, iui connectors, power supply board and logic board as each component was replaced the following error codes appeared: 120.1020, 120.4610, 100.5010. Attempted to reflash the unit using the cards and pc , on screen errors did disappear, however fault persists. Unit fault continues to persist when another module is connected to its iui's. Watchdog alarm turns on and makes a strange ticking sound. Unit will be sent to bd for investigation and repair.]. There was no reported patient involvement.